Manufacturer narrative:
Device met specifications. Surgeon indicated she does not think the device contributed to the infection. Device discarded at the hospital.

Event description:
Patient has an infection in the area of the maxilla plate.